Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with frozen display due to corroded electronic assemblies. Analysis was unable to verify unresponsive buttons due to frozen display. However, corrosion noted at keypad traces. The keypad connector was inspected and no anomalies noted. The insulin pump received with corroded motor home switch. The insulin pump was received with a missing end cap sticker and a minor scratches on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated that after changing the battery the pump does not respond to commands. The insulin pump was returned for analysis.